Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date of birth was not provided; age was estimated. Device unique identifier (UDI)- (B)(4). Approximate age of device - 1 year and 1 month. (B)(4). The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6)2016. It was reported that the patient was admitted to the hospital on (B)(6)2017 due to a suspected gastrointestinal (gi) bleeding. The patient had symptoms of fatigue, dizziness when standing and mild shortness of breath. The patient was treated with blood transfusion and octreotide injections. An esophagogastroduodenoscopy (egd) was performed on (B)(6)2017 and found no bleeding areas on the upper gi system. A colonoscopy was scheduled on (B)(6)2017 if patient¿s hematocrit level would continue to drop, however it has remained stable. The bleeding source could not be confirmed. The patient was discharged home. The customer reports that the patient will receive a monthly octreotide injections at the clinic.